Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed target lesion was located in the calcified mid left anterior descending coronary artery (lad). The 2.5x8mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with a different device with out patient complications. The patient condition post procedure was reported to be "good". However, product analysis revealed that the stent was damaged and had moved on the balloon.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the stent moved distally on the balloon so that the distal edge of the stent was over the proximal edge of the distal markerband. Stent damage was identified throughout the entire length of the stent. The stent struts were misaligned throughout the entire stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).